Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was pulled and exposing hardware in the back. A field service engineer (fse) confirmed the customer issue in which opening auxiliary drawer 4.1 exposed items at the rear due to sticking sliding rails. All cubie pockets were removed from drawers 4.1 and 4.2, the device was powered down, and the affected drawer was replaced. The system was restarted, the drawer was reconfigured to the station, cubie pockets were reinstalled, and functionality testing was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was pulled, exposing the hardware at the back. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.